Manufacturer narrative:
(B)(4)

Event description:
An endurant ii and valiant stent graft system was implanted in a patient for the endovascular treatment of a hybrid case (thoracoabdominal aneurysm) with an open visceral debranching. It was reported that the patient was stable and did fine post op. The patient had no popliteal pulse the day after the procedure and was brought back to the or. The patient had a right external dissection. The physician does not know if it was related to device delivery system being advanced through the small and calcified arteries or could be anastomosis of bypass graft to visceral vessel, damaged at this site maybe from device going in and out, it is unknown. The physician stated that the patient is in renal failure but stated this will improve, this was most likely due to the debranching procedure and not device. The physician also stated that the patient had some spinal ischemia but said it was related to spinal drain and it was working correctly. The physician stated that dissection was probably caused from small and calcified vessels. It was then reported that the patient was doing better and had movement in their leg. No additional clinical sequelae were reported and the patient is fine.